Event description:
It was reported that stent partially deployed occurred. The target lesion was located in the severe calcified left external iliac artery. A 6x80, 130 cm eluvia stent self-expanding was selected for use. During the procedure, when trying to deploy the device, it was observed that the thumb wheel would not deploy the device and the pull grip would not deploy the device either. The device was then deploy manually using the pin and pull method. There were no patient complications as a result of this event.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information.

Event description:
It was reported that stent partially deployed occurred. The target lesion was located in the severe calcified left external iliac artery. A 6x80, 130 cm eluvia stent self-expanding was selected for use. During the procedure, when trying to deploy the device, it was observed that the thumb wheel would not deploy the device and the pull grip would not deploy the device either. The device was then deploy manually using the pin and pull method. There were no patient complications as a result of this event. It was further reported that the physician attempted to use the pull grip method and cracked the handle and deployed with the internal mechanism that allows for deployment.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the eluvia device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefits for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to patient anatomy and/or condition.